Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Visual inspection: the received blade does not show any damage and was found in good condition. The pfna-ii blade was received in complete locked position. Functional test: a functional test was performed with a test impactor and did not show any abnormalities, the blade could be locked and unlocked without any difficulties as intended (see attached pictures). The reported malfunction could not be replicated. Therefore this complaint is classified as not confirmed. Summary: our investigation has shown that no product related issue was identified, therefore the complaint condition for this device is rated as unconfirmed. A functional test was performed and did not show any abnormalities. The blade could be locked and unlocked without any difficulties. No malfunction could be detected. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot- part: 04.027.052s; lot: 1l62839; manufacturing site: (B)(4); release to warehouse date: 28. Sep. 2018; expiry date: 01. Sep. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown procedure for femoral trochanteric fracture with proximal femoral nail antirotation (pfna) system. During surgery, the nurse and the surgeon tried to release the lock of the pfna-ii blade to connect it to an unknown impactor but the lock could not be rotated. Thus, another unknown shorter blade (80mm) was used to complete the procedure. There was a thirty (30) minutes surgical delay reported. There was no adverse consequence to the patient. After the surgery, another surgeon tried to release the lock of the blade in question with strong force and was successful in releasing it and attach to the impactor. Concomitant device reported: unknown impactor (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for (B)(4).